Event description:
The ge oec 9800 fluoroscopy sys displayed a precharge error. There was also an issue reported with the foot switch.

Manufacturer narrative:
A ge oec svc rep investigated the issue and found the new batteries need to be adjusted for proper voltage. The battery charger pcb was also replaced. The foot switch was found defective and was removed and replaced. The sys was tested and found to be operating as intended. The sys was released to the customer for use. There was no reported injury or negative effect to any pt as a result of this malfunction. No pt was involved as the facility was repairing the sys when the new error displayed the malfunction.